Manufacturer narrative:
Unable to confirm the reported fault. Throughout the investigation the green status led flashed as normal, the red status led and failure chirp did not activate outside of specification, and no audio fault was heard from the device. Information from the history log shows that the device failed no self-tests during its time in service. Five manual power cycles were recorded on the 15th december 2020, approximately 3 weeks before the complaint was raised by omron. The end user may therefore have become alerted to a potential issue on this date. However, no fault was identified during the investigation, therefore it can only be suggested that the reported fault relates to the device self-test routine, in which the red status led and failure chirp activate once before reverting to flashing green. However, this could not be confirmed.

Event description:
Red status indicator. No patient involved.

Event description:
Red status indicator. No patient involved.